Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the packaging did not tear open cleanly on the external, or internal packaging, thereby causing concerns and the device was not used." Device was not implanted.

Event description:
Healthcare professional reported "the packaging did not tear open cleanly on the external, or internal packaging, thereby causing concerns and the device was not used." Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b2, d9, h1, h6. Photo evaluation: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed delamination of the lid.

Event description:
Healthcare professional reported "the packaging did not tear open cleanly on the external, or internal packaging, thereby causing concerns and the device was not used." Device was not implanted.